Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the device from kit ftr72, fired three clips successfully and the clips spi out of the applier. Clisp were being fired over other clips in an attemtp to achieve hemostasis and may have damaged the jaw apperature. There was no consequence to the pt.